Event description:
As reported by the user facility: customer states, "the report received stated the pump only infused half of the bag." Drug: diltiazem - unk size of the bag. Infusion rate: 20ml/hr - for unk length of time. It was reported to their biomed on (B)(6) 2014. No tubing available to be sent into qa. No pt injury. Reference MFR# 9610825-2014-00138.